Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump was not functioning as readily after a battery change; the customer had to shake the pump until it began to function. The patient's blood glucose at the time of incident was 5.4 mmol/l. The customer could not determine and confirm damage to the battery cap. No products were returned and a replacement battery cap was shipped to the customer. The customer was advised to monitor the pump and call back if issues persist after changing the battery cap.